Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence due to urethral atrophy at the cuff site. No adverse patient effects.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. 72400025; (B)(4); balloon fgs 71-80 cm; device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. 72404127. (B)(4) control pump fgs iz. Device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
72400025, 0173527002, balloon fgs 71-80 cm, device incontinence mechanical/hydraulic. 72404127, 0172082018, control pump fgs iz, device incontinence mechanical/hydraulic.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence due to urethral atrophy at the cuff site. No adverse patient effects.